Event description:
The user reported that the pressure infusion bag is losing pressure after being inflated. This was discovered during an internal evaluation done by the hospital. The device was not used on a patient.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.